Event description:
The customer stated that he had to press the act button in order to see the display. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank intermittently due to the metal frame of the liquid crystal display board shorting out the electronic panel.